Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the distal tip of the neuron max 088 long sheath is damaged. The polymer at the distal tip is damaged and the markerband is slightly visible. Conclusion: the complaint has been evaluated. The compliant indicates that the neuron max 088 had a damaged tip found after removal from the packaging. Evaluation of the returned device confirmed damage to the tip. This damage was most likely caused during removal of the catheter from the packaging. To remove the catheter from the packaging, customers typically open the box, peel back the sterile envelope and grip the hub end of the device and pull. When removing the device in this manner, it was found that the packaging mandrel in the distal tip of the device can come loose from the packaging card and interact with the edge of the shipping tube, causing the tip of the catheter to become pinched between the inner wall of the shipping tube and the shipping mandrel. When the user continues to pull, the polymer of the catheter tip can eventually yield and tear before the device comes completely out of the packaging tube, causing the reported damage to the tip of the catheter. In this case, the polymer over the top of the marker band was affected. This issue occurs due to a failure of the sticker adhesive that is intended to hold the packaging mandrel securely in place. The affected devices contained stickers that were not sufficiently securing the mandrel in place during removal of the neuron max mp. This issue is being addressed under CAPA (B)(4). The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, it was noted that the neuron max 6f 088 had a bad tip right out of the package. The device was not used for the procedure.